Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one m.r.I. Port, one groshong catheter attached to one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. The investigation is confirmed for the reported fracture and suction issue as multiple cracks were observed on the proximal needle hub. An in-house syringe was attached to the non-coring needle with no issue. Furthermore, a leak from the needle hub was observed upon infusion of the device and the needle did not fully aspirate water and air was also noted within the syringe. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2024).

Event description:
It was reported that during port placement procedure, the puncture needle allegedly had a suction issue. The procedure was completed using another device. There was no reported patient injury.